Event description:
I have blurred vision, severe neck, back and shoulder pain, joint pain, chronic sinusitis, skin rash, inflammation all over body, weight gain, fatigue, kidney stones. And much more. Starting (B)(6) 2014 still going. Dose or amount: 2 capsules, dates of use: 4 years.